Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 349 mg/dl after a surgical procedure where steroids were administered, while continuing to use the ilet per healthcare provider direction; education was provided to hydrate, delay eating if possible, and choose low-carbohydrate foods until glucose decreased. Customer care agent provided support that included a review of the event details and user counseling on steroid-related hyperglycemia management with the ilet. Investigation of this case revealed that the elevated glucose was consistent with steroid-induced hyperglycemia rather than a device malfunction. No clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and no additional medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear but likely related to steroid use and recent procedure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.